Event description:
It was reported that the device will not exhale. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found internal rattling, damaged front panel, all 4 small knobs are cracked, the manometer is out of spec at -3 cm h2o, the gas supply indicator is cracked, and the input manifold is extremely loose on the bottom chassis. Functional testing found continuous flow is observed as soon as the device is powered on. Replaced input manifold assembly. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.